Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon sixth inflation at 12 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.